Event description:
It was reported that the personal therapy manager (ptm) was not uploading information. At a refill appointment on the prior day, the patient¿s dose rate was increased. When the patient read his pump with the ptm, it was showing different information from the telemetry sheet he was given by his doctor after the appointment. The device system was used to deliver baclofen and dilaudid. That same day, it was reported that the ptm refill date was not accurate. The session data report showed that the refill date should have read as (B)(6) 2014. However, the ptm had the refill date as (B)(6) 2014. At the time of report, the ptm was decoupled and recoupled. Following that, the issue resolved and the refill date read as (B)(6) 2014. On the next day, it was reported that there were no patient symptoms, though the cause of the event was unknown. The reporter assumed that it was compounded baclofen being used in the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n150383, implanted: (B)(6) 2008, product type: accessory; product ID 8709sc, lot# n179574009, implanted: (B)(6) 2008, product type: catheter; product ID 8835, serial# unknown, product type: programmer, patient. (B)(4).